Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. After the procedure, it was noted that the atrial and ventricular leadless pacemakers exhibited i2i noise reversions that led to inadequate pacing. Programming changes were made. There were no patient consequences.